Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to no fluid in the system. It was suspected that one of the connector's from the tubing to the cylinders was either kinked or disconnected.

Event description:
Additional information received clarified that the tubing had been disconnected from the pump tubing, which appeared to be loose. The cylinders were corrected. It was also reported that the patient experienced urethral stricture.